Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device diagnosed an episode of supraventricular tachycardia as ventricular tachycardia. Programming changes were made and there were no more episodes of inappropriate discrimination. Patient was doing fine.